Manufacturer narrative:
Batch review performed on 07 february 2019. Lot 1655602: (B)(4) items manufactured and released on 16 february 2015 no anomalies found related to the issue. To date, no similar event on the same lot has been registered. Visual inspection performed by r&d product manager on february 07, 2019. The spring ball plunger is came apart. It is possible this occurrence was influenced by variation in production/assembly or wear of the instrument, however this cannot be confirmed.

Event description:
The ball and spring of the retaining mechanism for the locking lever, fell out of the instrument. The ball spring almost fell in the patient. The surgery was completed successfully using a back-up instrument.